Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced inaccuracies and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2019. The patient reported on (B)(6) 2019, the continuous glucose monitor (cgm) alarmed while the patient was driving; the cgm value was 61 mg/dl with the trend arrow pointing diagonally downwards. At around 4:00 pm the patient did not see a truck on the highway and crashed into it. The police said the cause of the accident was reduced visibility related to heavy rain and fog. However, the patient suspects his glucose was under 20 mg/dl. Prior to ems arrival at around 4:40 pm, the patient consumed a 50-gram energy bar and some caffeine. The patient was removed from the vehicle by ems and was determined to have a broken breastbone. He was treated with IV pain medication. At 7:00 pm the cgm reading was 184 mg/dl and the blood glucose (bg) reading was 135 mg/dl. After calibration the readings were accurate. At the time of contact on (B)(6) 2019 the patient was stable but still in the hospital for observation and was expected to be released 36 hours later. The event occurred 2 days after the sensor had been inserted. The reported allegation falls within the b zone of the parkes error grid. The data investigation confirmed a difference in values that falls within the b zone of the parkes error grid. The root cause could not be determined post investigation. No additional patient or event information is available.